Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was high left ventricular (lv) threshold and the patient developed lv diaphragm stimulation when bovie was applied. It was also noted the lv lead was repositioned. It was also reported the right ventricular (rv) pace/sense lead was repositioned. Reason for rv lead repositioning is unknown. The lv and rv pace/sense leads remain in use. No patient complications were reported as a result of this event.